Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level was over 400 mg/dl. Reportedly, the pump supplies were changed to resolve the issue. In addition, it was reported that air bubbles were observed in the tubing. Customer declined to further troubleshoot with tandem technical support.